Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated it seemed like it was taking longer and longer to charge the implanted neurostimulator and said they didn't know if they needed to meet with a rep or what. Patient said they had noticed this for probably 2 months. Patient said they did not time how long charging sessions take, but sometimes charging would be quick and sometimes would take really long, especially as the implant battery got closer to full. Patient said they would usually start charging when implant was around 30%. Patient also mentioned they have to start charging with controller at 100%, if they start charging with controller at 90%, then the controller battery is drained down to depleted while charging the implant. Agent asked if they left screen on or let screen go dark, and patient said they had noticed charging would go faster on excellent versus good, so they would keep checking the controller screen to make sure they were on excellent, and said charging would also sometimes kick off. Patient mentioned they had been sent a replacement recharger back in october and recharger was sometimes hard to plug in before the replacement. Patient mentioned they charge in their wheelchair leaning back against a cushion, and noticed the paddle gets hot. Agent asked if paddle got warm or hot, patient said just really warm and said they know they weren't supposed to have the paddle stuck between them and the cushion, but that was the only way they could charge. Patient was charging during the call and reported they got to 100% and finished. Patient inspected the recharger and controller port, but did not see any damage. Patient cleaned connections and reset controller. Agent reviewed recharging general information and best practices with patient. Patient will monitor charging and call back if issue persists after troubleshooting on the call. Agent documented information given during the call.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6), product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.